Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump was under-delivering insulin. The blood glucose was high, 338 mg/dl. During troubleshooting the customer stated that the drive support cap was protruding. The insulin pump will be replaced. The customer was very thirsty. The customer states that the cannula was also bent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Drive support disk was inspected and no anomaly was noted.